Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported on (B)(6) 2023 that the patient's infusion fell off during use as the patient was sweating. The patient does not recall how or at one point in the day the infusion set fell off. He was not feeling well, was nauseous and confused and took no action to address high blood glucose. Therefore, on the same day ((B)(6) 2023), ambulance picked him up and took him to the hospital. His blood glucose level was over 400 mg/dl at the time of the event and does not recall if he had high ketone level. Moreover, the infusion had been used for 2-3 days. Further, the patient was transferred to the intensive care unit. His highest blood glucose level of the patient related to the incident was 1100 mg/dl. During hospitalization, the patient stated that his kidneys started to fail and liver started breaking down, high ammonia, hallucinations, hyperglycemia, acute ketoacidosis. During hospitalization, he received fluids of saline, insulin, and unspecified medication (drug name unknown) intravenously as corrective treatment which resolved the issue. On (B)(6) 2023, the patient was released from the hospital with no permanent damage. No further information was available.